Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope malfunctioned and noticed an ¿multiple dents¿. The issue happened in an unspecified procedure. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the device was inspected prior to procedure. The procedure was therapeutic, and it was completed with the same device. There was no delay on procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional updated fields: b3, b5, d8, e1, h2, h3, h4, h4, h11. Corrected fields: d2a common device name, h6 - health effect - impact code. The device was returned to the regional repair center for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the rigid tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.